Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, continuous flush was used during set up and was maintained throughout the clinical procedure and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was not tortuous. A second surpass evolve used as a medical intervention to cover the neck of the aneurysm. No impact to patient. It is possible that the anatomy of the patient contributed to the reported event, but this cannot be definitively confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of stent dislodged/migrated.

Event description:
It was reported that during the neurovascular procedure, the physician delivered and deployed the subject flow diverter. However, the tip of the subject flow diverter migrated to the neck of the aneurysm. Therefore, the physician deployed a second flow diverter to cover the neck of the aneurysm. No clinical consequences were reported to the patient as a result of the event.

Manufacturer narrative:
H3 other text : the device remains in the patient.

Event description:
It was reported that during the neurovascular procedure, the physician delivered and deployed the subject flow diverter. However, the tip of the subject flow diverter migrated to the neck of the aneurysm. Therefore, the physician deployed a second flow diverter to cover the neck of the aneurysm. No clinical consequences were reported to the patient as a result of the event.